Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: double stapling and additional 600cc of bleeding occurred during the case. The bleeding was stopped by using an endoscope. The patient is under observation.